Event description:
It was reported by the user that during a localizer procedure on (B)(6) 2025, the user experienced issues with the device "going off constantly" even when it is not near a clip. Additionally, the user reported that clip migration issues have been experienced. Malfunction MDR submitted due to reports of clip migration. The user reports four impacted devices; therefore, a separate MDR will be submitted for each device. No patient/user injury has been reported. No further information is currently available.

Manufacturer narrative:
Device history record (DHR) review was unable to be conducted for the device at the time of this report. A follow up report will follow with the information from the DHR.

Manufacturer narrative:
An investigation was conducted: it was reported by the user that during a localizer procedure on (B)(6) 2025, the user experienced issues with the device "going off constantly" even when it is not near a clip. Additionally, the user reported that clip migration issues have been experienced. Investigation methods and findings: the device was not returned for this complaint, and only limited patient-related information was provided. Investigation of this issue was conducted through customer-provided information, historical complaint review, analysis of similar events, and evaluation of product design. Cause/root cause: the complaint could not be confirmed, not enough information was presented to determine a possible root cause for this issue, however, a previously opened CAPA¿s captured similar issues as well as issues involving localizer readers with inaccurate distance readings. As a part of the CAPA investigation, interferences such as wireless chargers and rf cautery devices, caused out of spec readings. Conclusion: the reported issue was not confirmed. These types of issues were captured in previously opened CAPA¿s. Future events will be monitored and trended. Complaint confirmed: no. Device history record (DHR) review: the certificate of compliance of the contract manufacturer was reviewed for the corresponding lot number, and the device was released meeting all qa specifications.